Event description:
It was reported that this right ventricular (rv) lead presented koss of capture. It its suspected that the cause could be a dislodgement. Theres no additional information at the moment. No additional adverse patient effects were reported.